Event description:
It was reported that the bottom ring rotated and become disengaged from the plate. The plate was removed and replaced. Patient outcome: no adverse affect reported as a result of this event.